Event description:
It was reported that the lens trailing haptic twisted backwards. The incision was enlarged, the lens was removed, and sutures were placed. Additional information has been received. Please reference MDR # 1313525-2015-00050 for the inserter used during the event.

Manufacturer narrative:
The lens has been returned to bausch and lomb and is currently under evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.